Event description:
On (B)(6) 2005, pt was implanted with an invance sling. On (B)(6) 2011, another device to treat incontinence was implanted. On (B)(6) 2011, additional info received indicates that the pt had increased incontinence compared to baseline.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.